Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device part and data files were returned and analyzed. The data file did not show any system notice. Power up test error records shown for the date of event include eleven (11) occurrences of power up tests. Eight (08) power up tests failed due to system notice 11200 (error1 = 0-8420480-0, error2 = 0-0-400000). Description of these codes is that the system state test (ss) failed due to a vacuum pump failure. For the eight power up failure events, the reading of pt6 (pressure transducer) was above average. A reading of the pt1 (pressure transducer) was found to be average. A pathway for the air in the evacuation section of the console system plumbing might exist. For the console n-5481, the product has not been returned for investigation; still in use. The check valve 12002-295/901175001 console part was returned. Visual inspection showed that the check valve (cv4) was intact with no apparent issues. The cv4 valve was attached to the gen v cryoconsole and the console, along with balloon test catheter, failed the mechanical performance due to high baseline flow. On passive scavenging the baseline flow was even higher and air flow was noticed at the scavenging hose outlet. The console is not performing as expected, providing an alternative route for the gas in the evacuation section of the console system plumbing. The cv4 is not properly closing. Further optical investigation revealed the poppet to be stuck open and presence of grease along the top surface of the cv4 body, the bottom of the bonnet and on the poppet. The reported issue has been confirmed through testing and through data analysis. The check valve (B)(4) failed the inspection due to presence of lubricant. For the console n-5481 replacement of check valve (cv4) resolved the power up error and high baseline flow issue. (B)(4).

Event description:
It was reported that when the console was powered on a system notice indicating there was a problem with the system occurred. Restarting the console initially resolved the issue, however eventually a symbol for the coaxial cable appeared when attempting to do inflations. A field service representative arrived to help resolve the issue. The procedure was completed with cryo. The device component subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.